Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was receiving unknown drug via an implantable pump for intractable spasticity . It was reported that the patient thought he was hearing a critical alarm from the pump every 10 minutes. The patient went into health care provider (hcp) office yesterday ((B)(6) 2026) for 1 hour and the hcp checked pump logs and there were no active alarms or alarm codes in logs. The hcp did not hear the pump alarm during the hour patient was in the office. The patient was reporting that he was hearing the critical alarm again today ((B)(6) 2026). Additional information was received from the patient on 2026-may-29. The patient reported that they think the pump is malfunctioning. The patient stated the pump had been beeping for the last 1.5 weeks. The patient mentioned they went to the doctor's office yesterday, and the doctor couldn't find anything wrong with the pump. The interrogated it and filled it, making sure there was nothing wrong with it. The patient reported the pump was fine until this afternoon when they heard the alarm go off again. The agent asked if the alarm was a 1 tone beep, and the patient stated it didn't happen all the time but confirmed it was a 1 tone beep (non-critical) and not the dual tone (critical). The patient stated they did notice more spasticity this morning, and their legs spasmed. The agent reviewed pump alarm information, and the patient was redirected to their healthcare provider (hcp) to further address the issue. The agent reviewed manufacturer resources available to hcps. The patient stated their next refill is (B)(6) 2026. The agent reviewed the manufacturer vs hcp roles and redir ected to the hcp for guidance.